Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up. Upon interrogation, the implantable cardiac monitor exhibited ventricular under-sensing issue. Programming changes were discussed, no device intervention was performed. The patient was in stable condition.